Event description:
Peritoneal dialysis pt on continuous cycling peritoneal dialysis from (B)(6) 2014, tested positive for fungal peritonitis sample collected on (B)(6) /2014. Peritoneal catheter was removed. Notified by facility of final result was candida tropicalis on (B)(6) 2014. Pt was placed in comfort care and expired on (B)(6) 2014.